Manufacturer narrative:
Product event summary: analysis confirmed that the rf head would not interrogate; the unit also failed an incoming test. Additionally it was found that the rf head was internally contaminated.

Event description:
It was reported that the lights on the radiofrequency (rf) head would not come on. The rf head has been returned for service. The rf head subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.